Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the instrument and suction channel of the subject device tested positive for pseudomonas aeruginosa (9cfu/endoscope) during a routine surveillance culturing test by the facility. It was reported that the subject device tested positive for the same bacteria (18cfu/endoscope) again during additional microbiological culturing test at the facility on (B)(6) 2018. The subject device had been reprocessed using non-olympus automated endoscope reprocessor (soluscope 3) with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. And cleared (B)(4) guideline.